Event description:
Philips resperonics recalled my dreamstation go auto CPAP. Philips us patient portal states that I will receive my replacement device from my dme or durable medical equipment provider. My dme is (B)(6). I spoke with (B)(6) in the retail department from (B)(6) and (B)(6) said that (B)(6) has not received CPAP machines from phillips because their machines have been recalled. (B)(6) from (B)(6) says that because philips has recalled my CPAP machine, philips is responsible for sending me a replacement CPAP and not (B)(6). When I contact the philips customer care representatives on 1-877-907-7508, they do not have any further information and no tracking information for sending the machine to my dme. I really need my dreamstation go CPAP replaced. Thank you so much for any help or suggestions that you can provide. Thanks, (B)(6). FDA safety report ID # (B)(4).